Manufacturer narrative:
(B)(4). The device was returned to and evaluated by baxter. The identified "door not fully latched" alarm was confirmed and reproduced during eval. The eval found loose link screws which caused the identified door not fully latched messages. The screws were replaced to correct this condition.

Event description:
During baxter's functionality testing it was found that a spectrum pump displayed door not fully latched messages. There was no pt involvement.